Event description:
According to the reporter: occurred during a laparoscopic low anterior resection (lar) procedure. The surgeon started the first firing for the rectum resection, however, the device stopped on the half way. The surgeon might have stopped the firing of the device on his own initiative. Replaced by a new cartridge and the firing was completed. There was no patient harm. The status of the patient is no problem.